Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The (B)(4) analysis inspected 2 opened or used enlite sensors and performed bicarbonate buffer test (B)(4). Both sensors passed with accurate readings.

Event description:
It was reported that the customer's sensor was reading 40mg/dl and received a calibration error. Customer verified and her blood glucose reading was 207mg/dl and sensor glucose reading was 57mg/dl. In another occasion, customer's sensor glucose reading was 57mg/dl and blood glucose reading was 228mg/dl. The blood glucose reading at the time was unknown. Nothing further reported.